Manufacturer narrative:
Investigation summary: level a investigation. - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle hub separates on lot # 9217440. Investigation summary: customer returned (4) loose 3/10cc syringes. Customer states that the needle hub separated. All syringes were returned with the hub-needles/shield assembly separated from the barrel. Samples will be forwarded to manufacturing (holdrege) on 21may2020 for further review. A review of the device history record was completed for batch #9217440. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200837775] noted for cracked hubs. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child 1584509, "on 21 may 2020, holdrege received photo complaint. A visual evaluation of photo found (1) syringe with no needle assembly attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There was no hub inside of the shield. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #74823 was created. There was debris in the shield carriers. Corrective action: the debris was removed from the shield carriers. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. Capa1122103 has been opened to address this issue of hub separates. "

Event description:
It was reported that relion® insulin syringe needle hub separated. This occurred on 5 occasions during use. The following information was provided by the initial reporter: material no. 328512 batch no. 9217440. It was reported that needle hub separated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. Investigation summary: level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle hub separates on lot # 9217440. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch #9217440. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [(B)(4)] noted for cracked hubs. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that relion® insulin syringe needle hub separated. This occurred on 5 occasions during use. The following information was provided by the initial reporter: material no. 328512, batch no. 9217440. It was reported that needle hub separated.